Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.

Event description:
Male patient was injected with 1.5 cc of radiesse to the nasal tip on or around (B)(6) 2015. The patient experienced blanching of the skin and soreness. Forty-eight hours post injection, the patient developed pain. He also had severe redness. It was noted patient developed a skin infection. The doctor was unsure if the radiesse contributed to the event or the patient had some type of skin disease. The patient went to the emergency room (date not provided), where he received IV vancomycin. The patient's symptoms resolved completely after one month.